Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
It was reported the patient experienced a loss of osseointegration in (B)(6) 2020, resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.